Event description:
During laparoscopic cholecystectomy, the surgeon attempted to apply medium-large titanium clips with the ethicon endoscopic rotating multiple clip applier. The clip applier failed to fire. There was no subsequent known injury to the patient.